Event description:
Medics were attempting to resuscitate a patient in cardiac arrest and a medic received an unintended delivery of energy. The medics initially administered a shock to the patient but upon the second shock attempt, the medic received a shock to their arm. The medic was able to continue to provide therapy to the patient and administered a third shock shortly thereafter. There is no indication that there was any adverse effect to the patient or the medic who also received the shock.